Manufacturer narrative:
Litigation was received. They provided additional information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, catalog #/lot #. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy still considers this investigation closed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations of the sleeve and stem were not provided. The investigation can draw no conclusion regarding the reported event with the information available. The patient was implanted on (B)(6) 2005 and explanted on (B)(6) 2011. It is not likely the devices contributed to the reported post-op infection six years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Event description:
Patient was revised. Reason for revision was not provided. Update: (B)(4) 2011 - litigation papers received. They allege that patient suffered from pain, discomfort, and metallosis exposure. There is no new additional information that would affect the investigation. Update: (B)(4) 2012 - medical records were received. The reimplantation op record of (B)(6) 2011, indicates the patient was revised on (B)(6) 2011, due to suspected infection. The complaint was reopened to add the adapter sleeve and stem. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised. Reason for revision was not provided.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/28/16 medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2011 for infection, synovitis, osteoylsis, and metal debris. All implants were removed and spacers were placed. There was a blood loss of 1200mls, no complications were noted. There was no metallosis as litigation alleged. The patient was reimplanted with competitor products on (B)(6) 2011. There is no new information that would change the existing investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.